Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's tubing was not pumping out any insulin. Tandem technical support (cts) assisted the customer in restarting the fill tubing process, cts instructed customer to screw the tubing to the luer lock. Customer was able to resume insulin delivery. There was no blood glucose level affected.